Event description:
A male patient was enrolled in the study with critical left leg ischemia and a gangrenous first and second toe on his left foot. He had a calcified, 80% stenosed lesion in the left tibioperoneal trunk of his left leg. The lesion was not pre-dilated. A 3.0 x 33mm cypher select plus stent came off of the shaft prior to its deployment and ended up in the vessel proximal to the lesion. A 3.0 x 28mm cypher select plus and 3.0 x 23mm cypher select plus stent were implanted at the lesion site, but the 3.0 x 28mm stent inadvertently came out while removing the maldeployed stent. The lesion was not fully covered, but the investigator considered the lesion successfully treated and no additional stents were implanted. Heparin 5000iu was administered during the procedure. Following the procedure, a routine angiogram revealed loss of distal runoff within previously patent vessels below the knee due to thrombus embolization. The patient was treated with heparin. A doppler ultrasound showed that the event was ongoing. The patient discharged himself from the hospital before a repeat angiogram could be performed. The patient was contacted at home, where his wife reported he was doing well.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report number is 9616099-2009-00079. Additional information will be submitted within 30 days of receipt.